Manufacturer narrative:
Investigation completed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: nov-2013. A minimum of 12 months¿ review of camcabl cable was completed using the following key words ¿faulty connector - root cause not determined¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed from dates 25-jul-2016 to 25-jul-2017. A total of 16 complaints were reviewed of which 5 complaints were contained the search criteria. Rate of occurrence: during the time period ¿aug-16 to jul-17¿, the global product usage for camcabl was calculated as 39,480 usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 5 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.013%. Reported failure was confirmed; during investigation it was observed that the returned camcabl cable serial number (B)(4) had a defective connector, however, the root cause of the failure was not determined by the service centre. The faulty camcabl cable was replaced with new serial number (B)(4). The complaint report can be closed as the reported incident was verified and duplicated.

Manufacturer narrative:
Additional information received on 02aug2017 : when the customer was asked if whether the faulty camino cables reached less than 30 autoclaves cycles or less than 100 disinfectant wipe downs, customer responded: "less than 100 wipes for sure. One was brand new."

Event description:
The customer has 2 camino cables (camcabl) that they say were faulty. The fault was found "where the bolt connector/housing joins the main cable." They also stated that at least one of the cables was checked at integra service and repair in (B)(6). Additional information received on 13june 2017: the problem was identified in the operating room during the craniotomy procedure on a (B)(6) female patient. It was connected to the patient and had an intermittent fault whereby if the cable was moved, it would stop working. There was no patient injury. The cable was replaced. The event lead to an hour delay. Linked to mfg. Report number: 3006697299-2017-00102.